Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump is not delivering insulin and it read failed battery test. The customer is unable to remove the battery cap as it was broken off. The customer stated that he has been replacing the battery due to low batteries and failed battery tests. The customer stated that the alarm still occurred.